Manufacturer narrative:
(B)(4). Physio-control has attempted to contact the complainant, but no response appears to be forthcoming.  The customer has not returned the device to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was not responding when the analyze button was pressed during testing. This would prohibit the device's use of the AED functionality of the device. There was no report of any patient use associated with the reported issue.